Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer received unspecified third-party treatment by a healthcare professional (hcp). No further information provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. The sensor was found to be in sensor state 1 (storage state). Extracted data from the returned sensor using approved software. Insertion failures was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Visual inspection was performed on the returned sensor tail, no watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the tail not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer received unspecified third-party treatment by a healthcare professional (hcp). No further information provided. There was no report of death or permanent impairment associated with this event.